Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding staining around the sterilization dots on the tyvek lid involving simplex bone cement ampoule was reported. The event was confirmed. Method & results: there are slight discolorations around the sterilization dot indicators on the tyvek lid. The discoloration is visible on both sides of the tyvek. Bmr review was satisfactory. Chr review confirmed that there were no other similar events reported for this lot. Conclusions: the results of the investigation performed by the simplex cell concluded that the issue described is a slight cosmetic issue which does not affect the functionality or safety of the product. This returned ampoule meets the acceptance criteria currently defined in acceptance specification. Each blistered ampoule is subject to stringent and repeat inspection processes. Each blistered ampoule is inspected twice (prior to sterilization and after sterilization) before a sample is again inspected during fg inspection process. The acceptance specification for commonly occurring failure modes, such as sterility dots (ink creep), is currently being reviewed and updated to provide the clearest and unambiguous acceptance criteria to simplex inspectors as part of liquid inspection CAPA. No further investigation for this event is possible at this time.

Event description:
It was reported that, during a surgery, when a nurse peeled a tyvek sheet of the reported ampule, our sr noticed some spots inside of the tyvek. A spare was used instead.

Event description:
It was reported that, during a surgery, when a nurse peeled a tyvek sheet of the reported ampule, our sr noticed some spots inside of the tyvek. A spare was used instead.